Manufacturer narrative:
Continuation of d10: 1246 lead, implanted: (B)(6) 1997. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was feeling a heart rate in their throat when ¿it gets up to about 90.¿ the device settings were adjusted to previous settings but to no avail. The device settings were adjusted again, and the patient would monitor it in the coming weeks. It was also noted that there was a right atrial (ra) lead position check failure. The cardiac resynchronization therapy pacemaker (crt-p) and ra lead remain in use. No further patient complications have been reported as a result of this event.